Event description:
It was reported that there have been several complaints that the protective sheath cannot be removed from the balloon. The stylets can be removed, but the protective sheaths cannot. The catheter was not used. There was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Date is estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.